Event description:
The following info was provided by the initial reporter, (B)(6), rn: the hosp was told by the pt's friend that the crutch had broken and the pt fell but did not appear to have been harmed by the fall.